Manufacturer narrative:
Manufacturer investigation conclusion: review of the submitted log files confirmed a pump stop that appeared to be associated with the disconnection of the driveline. It also confirmed the reported low flow alarms. Although the cause cannot be conclusively determined through this evaluation, the center reported that the low flow events were related to hypovolemia. Treatment was provided and the alarms resolved. The submitted log file contained 5 hours of data from 3sep2019. On 3sep2019 at 7:17:24 pm, a pump stop event was captured due to the driveline being disconnected. During this time frame, low speed hazard, low speed advisory, and pump stop fault flags were active. The driveline was reconnected 3sep2019 at 7:17:25 pm. The log file also contained 133 low flow events when the estimated flow dropped below a threshold of 2.5 lpm. 56 of these events lasted long enough to trigger low flow alarms. No other atypical alarms were captured in the log file. It was reported the patient had low flow alarms and was readmitted to the implanting center. Lab tests showed regular anticoagulation and reduced hemoglobin. The patient was transfused with 2 units of red blood cells. Additional information was provided stating the low flow alarms disappeared after the hospital optimized the patient's volume status, indicating hypovolemia was most likely the root cause. The cause of the driveline disconnect could not be identified. It was most likely the patient or caregiver disconnecting the driveline. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(4). The hm3 lvas IFU and patient handbook explain that the pump will stop if the driveline is disconnected from the system controller. These documents also instruct the user to check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. The IFU also explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was readmitted to the implanting center. Log file analysis revealed a short period of driveline disconnection prior to the arrival to the center. The patient received two units of packed red blood cells (prbc). The manufacturers technical service representative informed the hospital about a slightly decreasing flow, starting on (B)(6) 2019. Lab test showed a regular anticoagulation and a reduced hb. The hospital will further evaluate the patient and will transfuse two units of red blood cells. No further information was provided.